Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient's weight was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6). Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown drug via an implanted pump. It was reported that during a catheter revision case, the company representative asked if ¿duraseal¿ can be used around the catheter to manage a cerebrospinal fluid (csf) leak. The technical services (tss) stated that it was off label and a medical decision. No further information but will file mpxr for this event. Additional information was from a healthcare provider (hcp) via a company representative stated that the cause of cerebrospinal fluid (csf) leak was soft tissue opening above the entry level of the catheter and there was no purse string suture. Action/intervention: double purse string suture as well as duraseal. There was a seroma-like pocket was aspirated and CT scan showed csf leak. The catheter aspirated successfully. The issue was resolved.